Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that patient sought treatment in the emergency room for a blood glucose (bg) of 547 mg/dl with thirst, extreme urination, and drowsiness. Treatment included IV insulin and fluids and long acting insulin while in hospital. During troubleshooting, customer support (cs) found the basal delivery totals in tdd did not match, due to a known cause as patient had changed cartridge and accessed prime and basal edit menus. Cs also found an issue with the quality of insulin. The basal history matches the active basal program settings, bolus totals match and all boluses are recorded as programmed. Patient remains on the pump. Cs found no pump malfunction and attributed the excursion to use error of editing the basal rate. This complaint is being reported as the patient experienced hyperglycemia following use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.